Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their device is not on. Agent clarified and patient confirmed that their stimulation is not on. Patient stated seeing stimulation is on their controller. Patient stated they could not get it to work and then they stated that their stimulation is off. Agent had patient press the white button on top of the controller to turn on their stimulation. Patient still seeing stimulation is off. Patient confirmed controller battery was at 70% and implant was at 50%. Patient accessed MRI mode; agent had patient exit MRI mode. Patient saw settings cannot be changed with stimulation off message; agent had patient press turn on. Patient stated they're not feeling the stimulation. Patient confirmed group c button is highlighted in green. Patient stated seeing their stimulation is still off on their controller. Agent had patient exit MRI mode and turn on the stimulation. Agent had patient switch groups. Patient switched from group c to group a. Patient confirmed that they felt the stimulation on the right side, which they are supposed to feel on the left side. Patient switched from group a to group b. Patient stated they're not feeling anything. Patient switched back to group c from group b and they're still not feeling anything. Agent had patient increase their intensity settings. Patient increased the intensity on group c from 1.6 - 2.4 and they did not feel anything. Patient increased it to 2.8 and patient confirmed they feel the stimulation. Patient switched to group b from group c and patient confirmed they still feel the tingling sensation but it's not very strong. Patient increased the intensity to 2.6 and now they're feeling the stimulation. Patient stated they had group c set to 1.6 and group b set to 1.4. Patient stated a month ago their hcp decided to make a change and that includes turning off their device for the whole month to see if that makes a difference, so they did. Patient stated they won't see their hcp until may 1st. Patient stated they were advised by their hcp to turn off their stimulation up until april 1st. Patient stated they went to the physician's office and told them it did not resolve the issue and they turn their stimulation on. Patient stated they went home but they could not get it to work. The issue was not resolved through troubleshooting. The patient was redirected to their hcp. When asked for the event date, patient stated about a month ago.